Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the source document was deleted as the pump was not implanted for cervical. No further complications were reported/anticipated.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the etiology of the event indicated the relationship of the event to the device or therapy was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving morphine 25mg/ml for a total dose of 4.998mg/day and bupivacaine 15.0mg/ml for a total dose of 2.999mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the device/pump helps with lower back pain, but not cervical spine pain. The clinical diagnosis was increased cervical pain. On (B)(6) 2017 the patient reported the device/pump still was not effective and the patient wanted the pump explanted. Intervention included the pump was reprogrammed and the dose was increased on (B)(6) 2017. On (B)(6) 2017 and on (B)(6) 2017, the pump was reprogrammed and the dose was decreased. On (B)(6) 2017 the entire system was explanted and not replaced. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the event was not related to the implant procedure. The event date was (B)(6) 2017. No further complications were reported/anticipated.